Event description:
The report is from the study. The pt was a male with a history of obesity, previous pci, hyperlipidemia, smoking and myocardial infarction. The indication for the index procedure was unstable angina pectoris. The target lesion was the mid rca. Vessel diameter was 3 mm and the lesion length was 30 mm. Pre-procedure stenosis was 65% and timi flow was 3. The lesion was de novo, irregular contour, eccentric and had moderate tortuosity. The lesion was pre-dilated with a 2.5 x 25 mm balloon at 8 atm. A cypher stent was deployed at 20 atm. Post-procedure stenosis was 0% and timi flow was 3. There were no procedural complications and the pt was discharged the same day (late 2007). At the one month f/u (early 2008), the pt was experiencing angina pectoris. The pt stated he had a new pci in another hosp but could not provide any info regarding the pci. Without add'l info, we cannot disassociate the pci from the cypher stents. This will be coded as a coronary stent restenosis. At the 6-mo f/u (approx five months later), the pt was experiencing silent ischemia.

Manufacturer narrative:
This prod is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg qual plan. Restenosis is a known potential adverse event associated with implanting coronary stents. Based on the limited amount of info provided, it is not possible to determine exactly what factors may have contributed to the event or if it is actually related to the previously implanted cypher stent.